Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Investigation was performed on returned meter (B)(4) and test strips lot number 1014141. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in meter memory.

Event description:
A customer reported on (B)(6) 2011 he obtained an unspecified reading on his freestyle freedom lite meter that was higher than he felt and self-dosed with insulin off of that reading, which resulted in a hypoglycemic episode with subsequent loss of consciousness. The customer further reported being seen at a health care facility and refused to provide any additional information. There was no report of death or permanent impairment associated with this medical event.